Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, after valve deployment the valve migrated aortic resting 80/20 aortic with post deployment echocardiogram showing moderate/severe central aortic insufficiency (cia). A second 26 mm sapien valve was then prepped and implanted approximately 60/40 ventricular within the annulus. The valve was post dilated following implantation and a repeat echocardiogram showed the cia had resolved to mild. Additional information provided by the clinical specialist (cs), indicated the patient did not have a septal bulge and the patient's native leaflets appeared to have severe calcification. Additionally, during deployment of both valves, respirations were held and there was no loss of pacing capture.

Manufacturer narrative:
The event was inadvertently also captured and submitted under manufacturer report number 2015691-2012-18469/(B)(4). This complaint will be voided as it is a duplicate record.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required/performed per (B)(4) as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that the root cause of the reported event is possibly related to a combination of patient (severely calcified native annulus) and procedural factors (aortic deployment of valve). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.